Event description:
It was reported that the tip of the unit had broken off in the package and was noticed while they prepared for a procedure. There was no pt involvement and no report of any delays. Further, another unit was available for use.

Manufacturer narrative:
Upon receipt of the unit, it appears that the unit had been used since there were traces of blood/tissue. We are reporting at this time for tip breakage. Additional information will be provided once the investigation has been completed.